Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Manufacturer narrative:
Device history records reviewed and found to be complete. The product passed all quality control tests prior to its distribution.